Event description:
It was reported there was a system error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a data error reading drive c: during error pull. Analysis also found a system error and the programmer would not boot. The system fan was found noisy and dusty.